Event description:
It was reported that night prior to this report, patient noted a bleeding from neurostimulator (ins) pocket site. It was reported that it was very sore and the pain was similar to what it felt when she first received the device. It was noted that it was on her right side and it hurting so much she could not sit on it. The patient reported no falls or trauma or strenuous activity and stated she was only walking when this was discovered. It was added that it was also puffy and it looked like there was some black bruising around it. The patient reported that she was thinking it was not an infection at this point. It was reported that patient was seeing her health care provider this afternoon. Additional information reported that patient just had interstim placed a couple weeks ago prior to this call and since then patient noticed that it was hurting more where they implanted the device. The patient reported that she felt it sticking out and it felt like it was pressing on a nerve in my back. Additional information received later indicated that patient had perioperative antibiotics administered. It was noted, it was not meningitis. Patient experienced swelling, pain and incisional would opening. It was reported that the infection was located at the device pocket. The patient culture was obtained at the device pocket site and had a negative culture result. It was noted that patient was treated with oral antibiotics and the outcome was reported as unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va05e5f, implanted: (B)(6) 2014, product type: lead. (B)(4).